Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID#: 2134265-2012-01269. (B)(6) study. It was reported that post a stenting treatment procedure, the patient experienced angina and in-stent restenosis. The patient presented due to stable angina. After a positive stress test the physician treated the left main coronary artery (lmca) and the first diagonal artery with placement of a 2.5x12.0mm promus stent, a 2.25x15.0mm taxus liberte stent and a 2.25x8.0mm taxus liberte stent. The first diagonal was treated with two stents and the lmca was treated with one stent resulting in 0% residual stenosis and timi 3 flow. The patient was given a peri-procedural loading dose of 600mg of clopidogrel. The patient was discharged the following day on 75mg of clopidogrel and the patient started taking 81mg of aspirin on an unknown date. (B)(6) 2011 - the patient presented due to angina. Coronary catheterization revealed restenosis of the lmca, which was treated with placement of an unknown sized promus stent. The patient's medication regime was changed from 75mg clopidogrel to 10mg prasugrel. The patient's aspirin regime was increased to 325mg. The patient was discharged the following day and the event was considered resolved.